Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred, due to use stress, external factors or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured; adhesive on the bending section cover or distal sheath has a chip; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to damage on forceps elevator lever (surgical part), bending section cannot be fixed firmly; control unit has a scratch; grip has a scratch; up/down angulation lever plate has a scratch; right/left plate has a scratch; forceps elevator (surgical part) has a scratch; angulation lever has a scratch; light guide cover glass has a scratch; video connector case has a scratch; video connector has a scratch; video connector case has a crack; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; light guide connector has a scratch; light guide cover glass has a scratch; and angulation lever has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the endoeye flex deflectable videoscope was wobbly. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the objective lens adhesive was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.